Event description:
Distributor contacted dexcom technical support on (B)(6) 2014, to report a hardware failure the patient experienced on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised distributor to reset the device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).